Manufacturer narrative:
H6: medical device problem code 1494 clarifier - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right superficial femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first prostyle device was successfully pre-placed. The foot of the second prostyle device became caught on the first suture and became stuck in the patient. The foot was reopened and closed but the device remained stuck. Excessive force was applied and the suture of the first prostyle device was ripped out with the second prostyle device, damaging the vessel. A third prostyle device was inserted, but due to the significant bleeding and vessel damage, the decision was made to remove the device and send the patient to surgery. The tavr procedure was abandoned and the sheath was upsized to a 16f to achieve temporary hemostasis. The patient was transferred to the operating room for surgical repair of the vessel. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The device difficulties with damage by another device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported that suture placement in the right superficial femoral artery was attempted. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: ¿do not use the perclose prostyle smcr system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The IFU violation did not contribute to the difficulties. The reported difficulties and subsequent treatments are due to the circumstances of the procedure based on the reported information ¿the foot of the second prostyle device became caught on the first suture and became stuck in the patient¿. The reported patient effects of hemorrhage and tissue damage are listed in the perclose prostyle IFU as known adverse events associated with use of suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.